Manufacturer narrative:
Upon further troubleshooting, physio-control replaced the system pcb assembly, the flex cable assembly which connects the system to the interface pcb assemblies, and the main keypad assembly. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. During additional analysis of the removed parts, a conclusive component cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and was able to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off and on by itself. They were also unable to cycle power and shut down the device. There was no patient use associated with the reported event.